Event description:
It was reported that the insertable cardiac monitor (icm) was beyond the shelf-life recommendation and was implanted after the use by date. The device remains in service. No adverse patient effects were reported.